Event description:
Caller reported the aviva system gave blood glucose results of 70 mg/dl and 60 mg/dl at a time when customer felt that her blood glucose level was low. Customer's son brought her something to eat, as customer was unable to self-treat. No delay in treatment was noted, no adverse event was reported. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.